Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02370. It was reported the pt felt painful stimulation in her mid-back every time she turned the stimulation amplitude up to high. She stated she felt this since her implant and due to the issue she stopped using or charging her scs system in (B)(6) 2012. It was reported her ipg will no longer communicate with the charger or programmer. It was reported surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.